Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received within ten minutes the following erratic readings on her freestyle freedom lite blood glucose meter: 35 mg/dl and 470 mg/dl. Results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values to be clinically significant. The customer also reported she experienced symptoms of thirst, cramps, frequent urination, headache and sweatiness, but refused to answer any further questions and the medical troubleshooting survey could not be completed. However, before the call with adc customer service ended, the customer was able to report there was no injury and no change or delay in her treatment. There was no report of death or serious injury associated with this event.